Manufacturer narrative:
H3: investigation results - based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of risk factors. However, this cannot be confirmed because the device was not returned for evaluation and images or radiographs were not provided.

Manufacturer narrative:
Concomitants: 4476496, 164-13-08 - novation element ro s/o col sz 8. 4548163, 142-28-03 - cocr fem head 28mm +3.5 offset 12/14. 4556217, 180-65-20 - alteon 6.5mm screw, 20mm. 4625391, 180-01-46 - cup, cluster-hole, 46mm group 0. Pending investigation.

Event description:
It was reported via legal documentation that a patient had and initial right hip arthroplasty on (B)(6) 2016 and then she had the right hip revised on (B)(6) 2022. The revision surgery was approximately 5 years, 8 months after initial implant. Revision operative report for failed right total hip replacement, revision of the acetabular component. A 71 yo female with a long history of right hip pain; complained of constant groin pain worse with weight bearing. X-rays showed a cup that appeared to have a significant area of wear and early osteolysis. The stem appeared well fixed. She had a workup for infection that was negative. Procedure: the ball head was removed from the trunnion which was inspected and found to be in excellent condition. The femur was the assessed and found to be well fixed and well positioned. There was bony ingrowth around the cup. Sterile dressing was applied. The patient was transferred to the recovery room in stable condition. The procedure was tolerated well and there were no intraoperative complications. The patient plan: discharge home with home health and follow-up for post op check at 6 weeks.